Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49mm abdominal aortic aneurysm. It was reported that during the index procedure the main body etbf2516c166ej was implanted via the left approach and etlw1620c93ej was implanted on the right contralateral limb. Since two stent grafts could be implanted for the right common iliac artery (cia) length of 31 mm, and there was no endoleak, the procedure was completed. It was reported that when the patient returned for follow-up approximately six years later, a CT revealed that the right limb came dislodged and was in the aneurysm sac and a type ib endoleak was observed. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
It was confirmed the endurant limb lost seal and dislodged from the aortic wall. There was reportedly no type iiia endoleak between the two devices on imaging but this could not be confirmed completely. Intervention was performed as scheduled on (B)(6) 2020. The ib endoleak was successfully treated by extending with a is etlw1610c199ej endurant limb. If information is provided in the future, a supplemental report will be issued.